Event description:
It was reported that the patient's right atrial lead (ra) exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the ra lead. The physician elected to explant the ra lead and was replaced with a new one. There were no patient consequences.